Manufacturer narrative:
Patient information was not provided by the customer. The field service engineer (fse) discovered after the dxh 500 was installed, the reagents on the instrument were not used for a long period of time and the instrument was not calibrated. The fse performed calibration and readjusted the coefficients of dxh500 resolving the reported issue. Bec internal identifier - case-(B)(4).

Event description:
The customer reported discrepant wbc,rbc,hgb (hemoglobin) and plt (platelet) patient results were recovered on the dxh 500 instrument when compared to the results recovered on their dxh 600 instrument, which were considered correct. Patient data was provided in an excel spreadsheet. Instrument printouts were requested but were not provided by the customer. Instrument flagging of results could not be determined. Erroneous patient results were not reported out of the lab. There was no report of death, injury, or change to patient treatment as a result of this event.